Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was a hole in the tubing of one butterfly needle. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting they found a hole in the tubing of the bufferfly. Affected lot number 3026449."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hole in tubing was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination, and another 30 retention samples by a submerged leak test, and the issue of hole in tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was a hole in the tubing of one butterfly needle. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting they found a hole in the tubing of the bufferfly needle. Affected lot number 3026449."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.